Manufacturer narrative:
Device not returned.

Event description:
It was reported that pump touchscreen cracked and was unresponsive. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.